Event description:
It was reported that a revision was performed due to an infection.

Manufacturer narrative:
The associated device was not returned to be evaluated. A visual inspection could not be performed due to the product not being returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Product was sterilized according to sterilization release documentation from quality control. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.